Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant due to unknown product performance issue. This ra lead was replaced with the same model and never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The "known inherent risk" investigation conclusion code was selected based on the direct observation of tissue entwined in the helix tip. Susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk.

Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant due to unknown product performance issue. This ra lead was replaced with the same model and never in service. No adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The "known inherent risk" investigation conclusion code was selected based on the direct observation of tissue entwined in the helix tip. Susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk.